Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information and additional information supplied by the manufacturer and the customer. Please refer to the following sections for the new information: the device was returned to olympus for evaluation and the customer's allegation was confirmed which was due to deformation of the cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The issue occurred during at the beginning of the procedure. The procedure was completed using the same device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had loose contact. The issue occurred during an unspecified procedure. There were no reports of patient harm.